Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, fridge was not locking. Customer tried to reboot/ recover the fridge, but issue doesn't resolve. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was found that the fridge was not locking. A field service engineer (fse) power-cycled the helmer fridge and the medstation, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Correction: section b describe event or problem, section h imdrf annex f grid, imdrf annex a grid and device manufacture date. This supplemental MDR was submitted to reflect the correct describe event and imdrf codes to reflect delay.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, fridge was not locking. This malfunction resulted in a delay in medication dispensing to the patient. There were no adverse events or injuries reported based on this event.